Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst while it was being inflated to 15mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report a device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h2: additional information: block d4 (lot number, expiration date), h4 (manufacture date). Block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results a visual and microscopic examination of the returned complaint device found that the balloon was torn longitudinally. No damage found on the catheter of the device. The tip of the balloon was noted to be kinked. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with scope or any other devices during procedure or preparation could create friction on the balloon, caused the balloon to torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst while it was being inflated to 15mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.